Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up, down, and ok buttons on their device's keypad had become unresponsive after a swim. The reporter claimed that there was no signs of moisture contamination within the device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 9/24/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects with no damage to keypad. Investigation revealed that the buttons were responding to presses properly. Removal of keypad did not show any contamination or damage to the button contacts. Unrelated to this complaint, a crack was found on the pump case. Pump cover was removed, moisture and corrosion were found on all internal surfaces.